Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. It was also reported the customer was in a car accident from driving under the influence. The customer experienced high blood glucose and also ruptured their appendix. Customer's blood glucose was 582 mg/dl at the time of admission. The customer was hospitalized for one week. The insulin pump was lost during the accident. It was also reported the customer was hospitalized again on (B)(6) 2015 from pneumonia. Customer stated they were on back-up manual injections and experienced high blood glucose. The insulin pump will not be returned for analysis.